Event description:
The initial reporter received questionable sodium electrode results from multiple patient samples tested on the cobas c 303 analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 136.8 mmol/l, with a data flag. The repeat result was 149 mmol/l, with a data flag. The result from the cobas pro analyzer confirmed the repeat result.

Manufacturer narrative:
The electrode lot number and its expiration date were not provided. The field service engineer inspected the analyzer and found a failed calibration, non-repeatable testing results, and ion-selective electrode (ise) checks with noise and abnormal voltage errors. He replaced the pinch and sipper tubes and verified the analyzer's performance with multiple successful ise checks, calibrations, and precision checks. The investigation determined that mechanical degradation of the pinch tube and sipper tube caused the event. The investigation determined that the service actions resolved the issue.